Event description:
Pt required intubation. The endotracheal tube was checked prior to use with 10cc air and balloon held without any problems. After pt was intubated, the tube would not hold air and had to be exchanged. Total of 3 like products were discovered to not hold air.